Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasion was found at 10.5-11.1, 20.6-20.7, 20.7-20.9cm, and 30.50.7cm from the electrode tip, consistent with friction to another device. Internal insulation abrasion was found at 11.3-13.0cm from the distal tip electrode, consistent with lead friction to the ICD can. The efte coating was intact at all abrasion locations.

Event description:
It was reported that an asymptomatic patient presented to the or for lv lead revision due to dislodgement. Via diagnostic imaging externalized conductors were observed. Electrical measurements were normal. The lead was explanted and replaced.